Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely due to patient condition. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, who was previously implanted with an impella cp was being worked up for a durable left ventricular assist device when they started decompensating. The patient went into atrial fibrillation. And quickly increased decompensating and was administered amiodarone with nitroprusside and milrinone. The patient did not respond to the treatment and the decision was made to place an impella 5.5 for mechanical circulatory support. During impella 5.5 delivery, the physician was unable to advance the impella from the axillary artery into the aorta. The impella was removed and washed in a sterile canister. An amplase wire placed and the impella implanted over the impella wire. With noted difficulty getting the impella around the bend in the artery, the impella was eventually successfully delivered to the left ventricle. Support was initiated and the impella was set to power level p9. The patient remained on impella support for 6 days. After further declining in condition, the family decided to withdraw care. Care was withdrawn and the patient expired. Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise.